Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during provocative maneuver testing in bipolar mode, there was intermittent oversensing of noise observed on right atrial (ra) and right ventricular (rv) electrograms. In addition, atrial tachycardia/atrial fibrillation events showed far field r-wave (ffrw) oversensing, and a save to disk file confirmed mirror image noise. The leads remain in use. No patient complications have been reported as a result of this event.